Manufacturer narrative:
Additional information: additional information received from the doctor indicated that this is the first time he is experiencing this issue with a dib00 lens. It is a preloaded lens and the preparation was done as always and after it was inserted into the patient's right eye, massive crack was noted on the lens and since the patient had zonular weakness the lens was left in the eye. The lens remains implanted and the patient has only a little myopic shift. The doctor will see the patient in about three (3) weeks to determine if the patient would need readers to resolve the myopic shift issue. The doctor said that the other eye of the patient also has the same dib00 lens and because of that the patient's vision may be good and may not need any readers after all. The doctor did not have the details such as sn or other information, but confirmed that there were no surgical interventions and no patient injury. No further information was provided. The following codes were updated based on the additional information provided by doctor: section h6: health effect - clinical code: 2138 - visual impairment section h6: device code: 1069 - break photo evaluation: no suspect product was received; however, a customer photo was provided and evaluated. The picture shows a pseudophakic eye implanted with a lens claimed to be a tecnis eyhance intraocular lens (iol) preloaded in a simplicity delivery system (model dib00). A scratch/crack "blemish" like-mark with double triangular shape in the lens mid periphery can be observed. Due to the scratch/crack "blemish" marks location, there is a low probability for them to have visual impact on patient's visual function. The definitive clinical impact as well as the issue root cause cannot be determined from a picture assessment. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Corrected data: in review, it was noted that the " implant date" was inadvertently not entered in the section "d6a" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section d6a: if implanted, give date: (B)(6) 2024 based on the additional information provided, the following codes are no longer applicable: section h6: health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Section h6: device code: 3020 - scratched material. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the sections "a3a & a3b" were inadvertently left blank in the initial MDR report and in follow up #1 MDR report. The information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section a3a: female. Section a3b: cisgender woman/girl. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section h3 (no): the device was not returned for evaluation (the lens remains implanted) and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported lens issue with a monofocal intraocular lens (iol) that was implanted in a patient's operative eye. The lens was preloaded, so no one touched the lens. The doctor thinks it must have come from the manufacturer that way. The doctor was afraid to cut the lens out due to zonular weakness and also felt that the blemish was in the periphery and would have little impact on visual results. No further information was provided.